Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 28aug2019. The product support advised customer to replaced the o2 flow sensor. Provided part number. The customer called back and said it's the external o2 regulator is the problem. The customer replaced the o2 regulator and the problem is corrected. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Performance verification testing was being performed on the v60 ventilator when it failed the oxygen flow accuracy test. No patient involvement.